Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when myopotential oversensing was observed via a merlin.net transmission. The oversensing was able to be reproduced in clinic when patient coughed. The device was subsequently reprogrammed. The patient was asymptomatic and stable.